Event description:
It was reported that during a promontofixation in the dome of the vagina, the bullet detached from the suture in the right sacrospinous ligament. The surgeon was unable to retrieve the metal piece.

Manufacturer narrative:
Received the suture only as the bullet end was missing. The curved needle was still attached. While the appearance of the bullet end of the suture suggests that the bullet was forcibly separated from the suture, the exact cause of the separation could not be determined. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all device currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. Adequate knot security requires the accepted surgical technique of flat, square ties, with additional throws as warranted by surgical circumstance and the experience of the surgeon. The use of additional throws may be particularly appropriate when knotting monofilaments. Strong familiarity with surgical procedures and techniques for nonabsorbable sutures is required before use. Discard used needles in appropriate container ("sharps"). This device should be handled and disposed of in accordance with all applicable regulations including, without limitation, those pertaining to human health and safety and the environment. Adverse reactions: adverse effects associated with the use of this device include: wound dehiscence, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs, infected wounds, minimal acute inflammatory tissue reaction, and transitory local irritation.